Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons were hard to press as well as harder to respond. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. Device received with normal operating current. Device passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with stripped battery cap coin slot and cracked lcd window. (B)(4).